Event description:
Had initial groshong catheter (single lumen) inserted 10/10/94. Removed in physician office 11/28/94 and scheduled for replacement 12/1/94.after placing second groshong, chest x-ray revealed evidence of a portion or tip of old groshong catheter in region of right ventricle. Required removal under fluoroscopic guidance venous access.